Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. The patient experienced failure of the suture to dissolve, infections, abnormal growth of tissue, sutures fragmenting and tunneling, suture rejection by the body as a foreign material after forming a fibrotic layer around the suture and the suture being forced up through the skin with pain.